Event description:
The drill battery did not have sufficient power to do the case. Loss of power occurred immediately during use. Another battery was available and case was completed. No harm to patient.

Event description:
The drill battery did not have sufficient power to do the case. Loss of power occurred immediately during use. Another battery was available and case was completed. No harm to patient.